Event description:
It was reported that the ventilator generated alarms indicating low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. Provided ventilator logs confirm the reported alarms for low o2 concentration. Successful pre-use checks were performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. No investigation has been possible, therefore the root cause of the reported alarms has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).